Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (service code 204) has been confirmed. Upon investigation, the electrode belt was unable to communicate with a monitor, causing the service code 204. The cause for the failure was isolated to an open orange (+5v) wire in the trunk cable. The root cause for the open wire could not be positively identified but was likely excessive force on the trunk cable. No adverse event resulted from the open wire. The pt rec'd a replacement electrode belt.

Event description:
A (B)(6) female pt called zoll customer to report that she was receiving a service code 204. The pt was issued a replacement electrode belt.